Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported the elevator broke on an unknown date and the details of the event are unknown; however it is stated there was no injury to the patient as all pieces were removed, and there was no delay to the procedure.

Manufacturer narrative:
One exodontia elevr #46r serrated was returned without packaging. The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument; no discoloration was observed. The complaint was confirmed as the instrument tip was broken off. The most likely cause of the fracture was determined to be excessive force by the user. The instructions for use for this product states in the section titled warnings and precautions: ¿avoid undue stress or strain when handling or cleaning instruments.¿ the non-conformance database was reviewed and there was not a non-conformance found. There are no indications of manufacturing defects.